Event description:
It was reported that the surgeon replaced a restoration/rimfit cup for unknown loosening reasons.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data for lot number an event regarding loosening involving a mod con dist stem 14 x 155 mm was not confirmed. A visual analysis noted evidence of micromotion on the restoration modular component which may be an indication of loosening. A material analysis report determined no material or manufacturing defects were observed on the components examined. A review of the provided medical records indicated, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. Based on the results of the material analysis report and a medical review by a clinical consultant, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this event. However, the exact cause of the event could not be determined because of a lack of information. Further medical records such as operative reports, implant sheets, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the surgeon replaced a restoration/rimfit cup for unknown loosening reasons.